Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that last night, he look at his insulin pump, and it was delivering a 25 unit bolus that he did not program. The customer was able to stop the bolus after it had already delivered 10 units. The customer requested a replacement insulin pump since he did not program the bolus. Advised the customer to discontinue using the insulin pump and revert to a back up plan of manual injections.